Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019 crts (B)(4) (rep): information was received from a manufacturing representative (rep) regarding a patient implanted for non-malignant pain. The rep reported that the patient had back surgery, and at the same time had the implantable neurostimulator (ins) replaced. They stated that they are unable to interrogate the ins with the tablet. The rep added that the patient also had difficulty charging at home, approximately on (B)(6) 2019, and was never successful in charging the ins. It was noted that the patient had attempted passive recharge cycles 3-4 times prior to the report. The rep palpated the ins and was able to feel it, but it felt like it was ¿poking up¿ a little bit and they couldn¿t ¿flatten it out¿ enough to get a connection. The rep stated that the controller screen displayed a ¿no device found¿ message. Further troubleshooting could not be done at the time of the report, as the patient did not have their external equipment with them. Technical services reviewed performing a disable process if passive recharge cycles continue to be unsuccessful. No further complications were reported or anticipated. On 2019-12-11, crts (B)(4)/update (rep): additional information received from the manufacturing representative indicated that the patient was having difficulty charging the ins before the issue began. They indicated that the ins was not too deep but seemed tilted. The rep attempted to start a charging session with the controller, and then noted that the no device found screen was displayed. They then started a passive recharge session and mentioned that the numbers fluctuated between 56 and 66 when the recharger was against the patient¿s skin near their pocket area. The rep completed one passive recharging session with the patient at the time of the report, but the controller was still unable to find the ins. The rep inquired about potential revision. The rep stated that they will continue to charge with the patient and then disable and re-enable the ins to attempt communication. No further complications were reported or anticipated.